Event description:
The customer reported via phone call that the insulin pump had a button error alarm, which could not be cleared. The customer's blood glucose was 115 mg/dl. The customer stated that she was trying to give herself a bolus when she pressed the b button, but then none of the other buttons were working. She replaced the battery and received the button error alarm again. She stated that one of the keys were sticky and took several presses before they garnered a response. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.